Event description:
It was reported that approximately two hours after the start of a laparoscopic left hemicolectomy procedure with robot support, with the patient under anesthesia, arm cart assembly 2 (c24tlb1335) collided with arm cart assembly 1 (c24tle1412), resulting in an arm error on arm cart assembly 2. Each button of arm cart assembly 2 did not function. Every time a button was pressed, arm error message was displayed. The errors were not non-recoverable, but decided to roll out arm cart assembly 2 to be restarted. While the arm cart was being restarted, the procedure temporarily continued with just the other three arm carts for approximately twenty minutes. Arm cart assembly 2 was restarted and calibration passed and was considered restored. The arm cart was then rolled back in and the procedure continued. Took approximately seven minutes to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.